Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing it was observed that the motor device was heating up. The event was reported to not have occurred during a surgical procedure. There was no patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device heating up was confirmed. An assessment was performed on the device which found that the cord had been pulled out of the connector exposing the spring and wires. It was determined that running the motor with the cord damaged will cause the motor to heat up. It was determined that this condition was caused by pulling on the cord instead of the connector body to unplug it from the console. The assignable root cause was determined to be component damage caused by user error, abuse, and possibly misuse. It was further determined that there was excessive corrosion from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.